Event description:
Information received does not address the patient's clinical status but notes that during a clinical evaluation, the pacemaker battery was at 6 kohms when it was previously at 1 kohm, indicating early battery depletion. The patient was admitted on 11/15/2000 and underwent pacemaker generator replacement. The patient was seen on 11/21/2000 and her pacemaker and lead system were functioning within normal limits.